Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due hyperglycemia on (B)(6) 2019. Customer¿s blood glucose level was 385 mg/dl, 600 mg/dl at time of incident and current blood glucose level was 536 mg/dl. Customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick released. Customer reports bolus history displays all bolus entries based on their recollection. Customer reports insulin pump was not worn during a medical procedure or test around magnetic image resonance. Customer reports they performed displacement test and test results did not test the insulin pump. Customer was able to perform high pressure test at this time. Customer reports they performed the high pressure test and test results insulin pump passed high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm or no delivery alarm noted. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The customer's weight information with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight has been changed to 0150.